Event description:
It was reported that nurse was flushing PICC prior to receiving chemotherapy (with posiflush). The PICC was removed and there was a rupture at the 11cm mark. The patient had been receiving chemo and paclitaxel. Treatment was delayed. The PICC was removed and not replaced. Additional information received on 9/6/2023: it was reported by the customer ¿a medrad stellant system was used for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don't.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking powerpicc is confirmed and was determined to be use related. One 4 fr s/l powerpicc with a needleless injection cap attached to the luer was returned for evaluation. A microscopic observation revealed both splits to be longitudinally aligned with a granular fracture surface. Kinking was observed at both split sites. The catheter wall was measured to be within its drawing specifications. The features of the splits are similar to features found during flexural fatigue, or cyclic kinking of the catheter tubing. The complaint of a leaking powerpicc is confirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that nurse was flushing PICC prior to receiving chemotherapy (with posiflush). The PICC was removed and there was a rupture at the 11cm mark. The patient had been receiving chemo and paclitaxel. Treatment was delayed. The PICC was removed and not replaced. Additional information received 9/6/2023: it was reported by the customer ¿a medrad stellant system was used for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was flushing PICC prior to receiving chemotherapy (with posiflush). The PICC was removed and there was a rupture at the 11cm mark. The patient had been receiving chemo and paclitaxel. Treatment was delayed. The PICC was removed and not replaced. Additional information received 9/6/2023: it was reported by the customer ¿a medrad stellant system was used for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.